Manufacturer narrative:
H4: the lot was manufactured between february 4, 2023 and february 5, 2023. H11: the actual device and two photographs of the sample were received for evaluation. Visual inspection noted a small piece of dark particulate foreign matter, embedded in the fill port tube connector of the bag. The reported condition was verified. The cause of the condition was undetermined; however, the most probable cause was related to the manufacturing process of the fill port tube connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in an exactamix 2400 valve set. Foreign substances was found in the calibration bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.